Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: scs-linear leads. Model: sc-2218-70. Serial: (B)(6). Batch: 7094862.

Event description:
It was reported that the patient underwent a lead revision procedure due to lead migration. The patient was doing well postoperatively and the leads remain implanted.